Event description:
Additional information was received that diagnostic imaging was performed and revealed no abnormalities.

Event description:
During a remote follow-up, increased capture threshold and increased pacing impedance were detected on the left ventricular (lv) lead. The suspected cause of the event is due lead damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.